Event description:
It was reported that this right ventricular (rv) lead was fractured due to it had noisy signals and high pacing thresholds measurements with loss of capture. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.